Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 201 mg/dl at the time of the incident. The customer stated that the pump was working fine last night and this morning the screen was blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to remove the battery for two hours to ensure any residual or possible electrostatic discharge within the pump has dissipated. The insulin pump will not be returned for analysis at this time.